Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 156, 140 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 96 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (date/time not set; customer is not sure which of the five results are fasting): (B)(6). Memory concerns: customer is concerned with the results taken on (B)(6) 2017, 176 mg/dl. Customer states that she got two true metrix meter and they are still giving inaccurate blood results. Customer states that one of the meter is giving low blood results and the other is give high blood results. Customer states that this meter is giving high blood results. Customer states that she contacted (B)(6) and they refered her to us. Customer states that the results are not matching her expected ranges. Customer states that the results are very wrong. Customer is using the same lot # on both meter. Customer normal glucose range is 96-100 mg/dl fasting. Check the meter's memory and the time and date is not set correctly. Customer is not sure which of the 5 results that are listed in the meters memory is a fasting results. Strips are being stored in the kitchen.